Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the error log. The evaluation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.